Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the half day infusor did not flow. The device was filled with desferrioxamine and sodium chloride. The patient had the flow restrictor taped to their abdomen and the reservoir was positioned approximately 6-8 inches below the distal end luer. Fourteen hours after connection it was identified that approximately 90% of the fluid remained in the infusor. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured february 4, 2015 to february 10, 2015. The device was returned containing fluid in its reservoir. Visual inspection did not reveal any blockage or physical abnormality. A functional flow test was subsequently performed and flow was observed at the distal luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.